Event description:
A facility reported two patients developed pyelonephritis after an endoscopic examination. An olympus scope model cyf24oa and an amano aer endoclens unit were used in combination with the cidex plus 28 day solution. The facility reports that the aer will be investigated by the manufacturer. The olympus scopes are pre-cleaned prior to processing in the aer by manually washing with water. The aer washes and disinfects for 30 minutes, the scopes are then rinsed, flushed with alcohol and air dried. The patient experienced a fever, temperature as high as 39 degrees celsius, and there was elevation in wbc, esr and cre levels. The patient was hospitalized and an IV antibiotic was administered. The patient symptoms were in remission four days post treatment ((B)(6) 2011) and he was released from the hospital. The patient was reported to have undergone an endoscopy for bladder cancer three days prior to the reported reaction ((B)(6) 2011). This patient did not have bacteria testing. This report is for 2 of 2 patients.

Manufacturer narrative:
This is one of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2011-00062 and 2084725-2011-00063.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the complaint history trending, batch record review, failure mode effects analysis and system hazard use and misuse. Complaint history trending from (B)(6) 2010 through (B)(6) 2011 for cidex plus 28 day solution was performed with the malfunction code "hr-other". There were a total of 2 complaints opened which were related to this one event. Thus, no significant trend was observed a batch record review of the cidex plus 28 day solution could not be performed as the lot number is unknown. The fmea (failure mode effects analysis) score for cidex plus 28 day solution for patient infection due to solution below mec is above the risk priority number (rpn) if the customer does not perform quality control (qc) testing of the solution prior to use. If qc testing is performed by the customer, then the rpn will be below the threshold of 100. The shuma (system hazard use and misuse) for cidex plus 28 day solution was assessed as low as reasonably practicable. There was no product returned for investigation. Retain testing could not be performed because the customer did not provide a lot number for the cidex plus 28 day solution. Spacing to move complete sentence to continue on page 3. The customer suspects that pyelonephritis was due to failure of the aer and cidex plus 28 day solution because both were used to disinfect the scopes which were used on the patients. Information received from amano shows the hospital seems to be using cidex plus for 31 days, and the product's label claim is 28 days maximum. Per the IFU, cidex plus 28 day solution can be reused for a period not to exceed 28 days provided the required conditions of glutaraldehyde concentration, ph, and temperature exist based upon routine monitoring. Cidex plus solution test strips must be used for this purpose. Do not rely solely on the days in use. Per cidex plus IFU, when the solution is used according to criteria, it is protective against pseudomonas aeruginosa, the bacteria that causes pyelonephritis. If the active ingredient in the high level disinfectant (hld) solution is below minimum effective concentration (mec), then the device may not be disinfected. The amano aer was serviced by the manufacturer and found to have been working correctly. No service report was received from the customer. Follow-up information indicated that the endoclens IFU mentions to check the concentration of the hld solution prior to use, and change the solution if the concentration is below mec. After this reported event, it was reported that the hospital changed to using the solution for 28 days. The cause of the event was unspecified; however, it is possible that the cidex plus 28 day solution was inadequately effective on disinfection of the scope due to user error and not following IFU. The following IV antibiotics were administered to the patient: rocephin intravenous (ceftriaxone sodium hydrate). The patient was diagnosed with pyelonephritis, however, the patient did not have bacteria test. No known allergy was listed in the patient's medical file. The patient has a history of bladder cancer. His symptoms were in remission on (B)(6) 2011.